Manufacturer narrative:
(B)(4).a device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility reported an ipump that "turns off automatically at power up". This event occurred upon power up in "recovery". There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "turns off automatically at power up" was not confirmed and not reproduced. There was no assignable cause determined and no repairs were necessary. Should additional information be received, a follow-up medwatch will be submitted.